Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 694265 lead, implanted: (B)(6) 2003; 6936-58 lead, implanted: (B)(6) 1994; 6966110 lead; 6963 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.